Event description:
It was reported that an implant was found to have damaged packaging prior to implantation. The inner vacuum packaging appeared to be intact and the device was implanted. There was been no reported patient impact or adverse events as a result of the packaging malfunction.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. Visual examination of the provided pictures identified damaged sterile packaging. The sterile blister is cracked and foam is abraded. Sterility has been compromised. Reported event was confirmed by review of provided photographs. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.